Manufacturer narrative:
It was reported that, during initial procedure, the suture was used for knee closure on healthy tissue and placed when knee was flexed. Following the procedure, the stop was at the bottom of the tissue and the wire was broken in several places. The doctor opines that contributing factor is a failure of the wire. It was also reported that the patient, currently, goes well to the doctor¿s knowledge.

Manufacturer narrative:
The actual sample was returned in several pieces for evaluation. Visual examination revealed that barbs were missing or damaged along the strands and the ends of the suture pieces were noted to be cut. Furthermore the body of the suture was split and present elongation. No conclusion could be reached on why the customer reports that the strand was broken, due to condition of the sample returned. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The initial medwatch report was originally submitted as a follow up 1 on 02/25/2016 due to an emdr transmission error. Follow up 2 was submitted on 03/24/2016. Follow up 3 was submitted on 05/06/2016. This medwatch is being sent to correct g7 as requested by the FDA. This medwatch contains all initial and follow-up information received to date. The actual sample was returned in several pieces for evaluation. Visual examination revealed that barbs were missing or damaged along the strands and the ends of the suture pieces were noted to be cut. Furthermore the body of the suture was split and present elongation. No conclusion could be reached on why the customer reports that the strand was broken, due to condition of the sample returned.

Event description:
It was reported that the patient underwent a revision procedure of two year old total knee replacement on unknown date and barbed suture was used with running technique to close the capsule when tibial component of the prosthesis was replaced. It was reported that, during initial procedure, the suture was used for knee closure on healthy tissue and placed when knee was flexed. During a routine six week follow-up, the patient experienced pain and noted the knee cap was completely mobile. The surgeon opined that suture closer did not hold and scheduled the patient for surgery. When the knee was opened it was noted that the suture had not held and no part of the closer remained. The stop was at the bottom of the tissue and the wire was broken in several places. It was also reported that the suture broke in the upper part of the closer and a total dehiscence followed, however it was impossible to determine since the suture was not intact. There was a visible loose end at the proximal end of the closer and another longer piece at the distal end. The surgeon proceeded to clean the scar tissue and prepared the tissue to re-close with other suture. The doctor opines that contributing factor is a failure of the wire. It was also reported that the patient, currently, goes well to the doctor¿s knowledge. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a revision procedure of two year old total knee replacement on unknown date and barbed suture was used with running technique to close the capsule when tibial component of the prosthesis was replaced. During a routine six week follow-up, the patient experienced pain and noted the knee cap was completely mobile. The surgeon opined that suture closer did not hold and scheduled the patient for surgery. When the knee was opened it was noted that the suture had not held and no part of the closer remained. It was also reported that the suture broke in the upper part of the closer and a total dehiscence followed, however it was impossible to determine since the suture was not intact. There was a visible loose end at the proximal end of the closer and another longer piece at the distal end. The surgeon proceeded to clean the scar tissue and prepared the tissue to re-close with other suture. Additional information has been requested.